Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing near the y-fitting approximately 73.7cm from iab tip. Additionally a second kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from iab tip. A visual examination of the iab lumen did not detect any breaks in the inner lumen. The technician attempted to aspirate the inner lumen and was unable to do so. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was only felt at the kinked location of 73.7cm. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The condition of the iab as received indicated a kink on the inner lumen and catheter tubing. We are unable to determine when the kink may have occurred. A kink in the inner lumen can cause difficult aspiration of the inner lumen. The evaluation confirmed difficulty to aspirate the inner lumen. The evaluation did not confirm a broken inner lumen. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that after insertion, the physician flushed/ aspirated the intra-aortic balloon (iab) and noticed air coming out as well. It was believed that the central lumen was cracked so the iab was removed. A new iab was inserted, but the same issue occurred. The patient went without an iab. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A separate report has been submitted for the 1st iab under mfg report number 2248146-2023-00391.

Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).